Event description:
A physician reported an ectopic pregnancy and emergency surgery for a patient that was implanted with essure micro-inserts in 2005. The physician stated that it was necessary to perform a laparotomy due to cornual rupture where the ectopic pregnancy occurred; a hysterectomy was also performed. The physician removed the micro-insert located on the same side as the ectopic pregnancy; the physician reported that half of the micro-insert was in the fallopian tube and half was extending out of the uterus where the ectopic pregnancy/cornua rupture occurred; the physician was unable to locate a micro-insert on the contralateral side. The physician reported that the ectopic pregnancy was treated successfully and the patient is doing well following treatment.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.